Manufacturer narrative:
Image review: nine media files were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was successfully implanted into the previously implanted surgical valve. It was reported that the post implant dilatation was performed due to high gradient post implant. The balloon did not appear to be completely deflated, and it became stuck on the evolut frame which reportedly caused the valve to dislodge aortic. Subsequently, a non-medtronic valve was implanted. The patient¿s executive summary was not provided for anatomical review. However, it was reported, and evidence supports that the patient had a previously implanted medtronic hancock ii surgical valve. Updated data: b5. H6. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the mean gradient was 50 mmhg before the evolut fx+ valve was implanted and was 10 mmhg after the valve was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a transcatheter aortic valve into a previously implanted medtronic surgical valve, a post implant dilatation was performed with a the 20 millimeter (mm) non-medtronic balloon due to high gradients. Subsequently a second 22 mm non-medtronic balloon was used and the pigtail catheter was exchanged. After the dilatation with the second balloon, it became stuck. A snare was used in an attempt to remove it and the balloon was opened and closed. Subsequently, the balloon dislodged the valve and a new non-medtronic valve was then implanted. The patient remained circulatory stable throughout the procedure.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012542060); product type: 0195-heart valves; product ID l-evprop23-29 (lot: 0012234131); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected information: section b5 - included the implant duration for the previously implanted. Medtronic surgical valve in the first sentence of the first paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a transcatheter aortic valve into a medtronic surgical valve (hancock ii) that was implanted 20 years ago, a post implant dilatation was performed with a the 20 millimeter (mm) non-medtronic balloon (simvalve) due to high gradients. Subsequently a second 22 mm non-medtronic balloon (atlas) was used and the pigtail catheter was exchanged. After the dilatation with the second balloon, it became stuck. A snare was used in an attempt to remove it and the balloon was opened and closed. Subsequently, the balloon dislodged the valve and a new non-medtronic valve (sapien 23mm) was then implanted. The patient remained circulatory stable throughout the procedure. Additional information was received indicating that the mean gradient was 50 mmhg before the evolut fx+ valve was implanted and was 10 mmhg after the valve was implanted. Additional information was received to report the mean gradient before the first post-implant balloon dilation was 30 mm hg. Follwoing dislodgement, the valve was positioned in the ascending aorta. Subsequently, the non-medtronic valve (sapien 23mm) was implanted valve-in-valve within the medtronic surgical valve (hancock ii).

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a transcatheter aortic valve into a previously implanted medtronic surgical valve (hancock ii), a post implant dilatation was performed with a the 20 millimeter (mm) non-medtronic balloon (simvalve) due to high gradients. Subsequently a second 22 mm non-medtronic balloon (atlas) was used and the pigtail catheter was exchanged. After the dilatation with the second balloon, it became stuck. A snare was used in an attempt to remove it and the balloon was opened and closed. Subsequently, the balloon dislodged the valve and a new non-medtronic valve (sapien 23mm) was then implanted. The patient remained circulatory stable throughout the procedure. Additional information was received indicating that the mean gradient was 50 mmhg before the evolut fx+ valve was implanted and was 10 mmhg after the valve was implanted. Additional information was received to report the mean gradient before the first post-implant balloon dilation was 30 mm hg. Follwoing dislodgement, the valve was positioned in the ascending aorta. Subsequently, the non-medtronic valve (sapien 23mm) was implanted valve-in-valve within the medtronic surgical valve (hancock ii).